Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual analysis of the returned sample revealed that screw implant external threads were slightly stripped. The dimensional inspection was not performed due to the post-manufacturing damage. The observed stripped condition of the device was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the stripped condition. While no definitive root cause could be determined, it is possible that the observed stripped condition may be occurred due to the exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: the DHR of product code: 179702000. Lot : 283108. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 02.07.2020 device history batch: null device history review : null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp; kwq; mnh; mni; osh. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a rod extension procedure in the thoracolumbar spine the rod connector became deformed. Cross-threading was done on the first rod connector and the second rod connector became deformed during the rod connection. The procedure was completed with another replacement with less than a thirty (30) minute surgical delay. During manufacturer's preliminary investigation of the returned devices on (B)(6) 2021, it was identified the threads of set screw is stripped little. This report is for one (1) expedium spine system single inner set screw 5.5. This is report 3 of 3 for (B)(4).